Event description:
It was reported by a getinge field service engineer (gfse) that during installation the cardiosave intra-aortic balloon pump (iabp) was not recognizing that it was engaged in the cart and was not charging the batteries. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed unit unable to charge batteries. The fse replaced suspect power supply (014-00-0258), power supply monitoring pcb (0670-00-1166) and cable (0012-00-1816) verified batteries charging afterwards. Performed a full functional checkout and unit was released to service. The failure analysis and testing department received the following parts associated with this complaint: part number: 0014-00-0258_g serial number: (B)(6) cart bulk power supply. Part number: 0670-00-1166_b serial number: (B)(6) power supply monitor pcb. These parts were received with a reported unit failure of unit unable to charge batteries. The failure analysis and testing department performed a visual inspection of the parts received and found that all the parts are in good condition. The failure analysis and testing department installed part number: 0014-00-0258_g serial number: (B)(6) and part number: 0670-00-1166_b serial number: (B)(6) in the cardiosave test fixture serial number (B)(6). And tested jointly and separately to factory specifications in accordance with cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure experienced by the customer. Sending part number: 0014-00-0258_g serial number: (B)(6) cart bulk power supply. And part number: 0670-00-1166_b serial number: (B)(6) power supply monitor pcb to their respective supplier for more investigation per procedure (B)(4) rev ar. Failure analysis received from the supplier for part 0014-00-0258_g. They stated the chassis was damaged but the part had no other issues. Probable root cause for this part is supply chain handling issue. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ar. Failure analysis received from the supplier for pn 0670-00-1166_b. They stated: 1. Perform visual check result: no abnormality found 2. Board was re-tested at fct result: failed step 3.0.0 measure resistor r4&r5 connectivity between j7_pin12&j7_pin3 3. Perform troubleshooting on the board - found q2 defective probable root cause for this part is defective q2. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ar. Based on the information in the complaint, most probable root cause is failure of the power supply monitor board due to a defective q2 component.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).